Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform stapler instrument was only usable for one stapling, then there was a warning regarding an issue during the opening of the clamp jaws occurred with the recommendation not to use it anymore. In addition, an error 23065 occurred, pointing to a 3-phase motor problem with the universal surgical manipulator (usm) 3 on axis 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended using another stapler instrument to finish the procedure. During the usage of the 2nd stapler instrument, the same behavior was discovered. The customer always installs the stapler instrument on usm3. Since both staplers, after removing them, were expired and locked by the system, the tse advised the customer to try a new sureform stapler 60 instrument on another arm for troubleshooting purposes. During troubleshooting, it turned out that the stapler instrument was working on all the remaining arms without any abnormalities. The procedure was completed with no report of patient injury. Intuitive surgical inc. (Isi) contacted the initial reporter and obtained the following additional information: the system functionality was not checked upon powering on the system since the stapler instrument was used only towards the end of the procedure, and the issue happened at that time. The system initially powered on without errors. The surgery had been in progress when the problem occurred for around two hours and a half. The surgeon was able to solve the problem using a backup instrument. The stapler instrument clamps was able to be released by the surgeon from the console after the staple procedures and the staples were removed without injury or additional blood loss. The use of the stapler release key (srk) was not necessary, however, reinstalling the stapler was not possible. The procedure was completed with 4 arms, and the surgery was not prolonged due to this problem; only 3 minutes were needed for the use of a new backup instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting the error 23065 occurred, pointing to a 3-phase motor problem with the universal surgical manipulator 3 (usm) on axis 4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the customer reported complaint and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation; however, failure analysis investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. No image or video was available for review. An procedure log review confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed an error 23065 occurred, pointing to a 3-phase motor problem with the usm 3 on axis 4 related to the reported complaint. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the error 23065 occurred, pointing to a 3-phase motor problem with the universal surgical manipulator 3 (usm) on axis 4 and the fse replaced the usm to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed but not replicated the customer reported complaint. On the system, the usm triggered a 23087 hall to encoder error pointing to the carriage. The usm was run on an in-house system and the carriage degree of freedom (dof's) were found to be moving erratically during sensors check. The usm was then calibrated and passed all system testing. With the new calibration file, a sureform 60 stapler was tested multiple times, as well as engagement, and no issues were found.